Event description:
It was reported that boston scientific technical services (ts) was asked to review an event of possible loss of capture (loc) with asystole on the right ventricular (rv) lead. Ts discussed that the asystole and loc seen could have been fusion beats because rv threshold trends had been historically stable and the electrogram looked fine immediately after the occurrence. Intermittent far-fields signals were also noted. Ts discussed programming options and suggested threshold verification and lead examination. The device and leads remain in service. No adverse patient effects were reported.